Event description:
Patient is seeking legal action.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The report states: patient was revised to address hip pain and instability. The cup was loose and showed little ingrowth. Doi: unk - dor: (B)(6) 2011 (right side). Update (B)(6) 2011 - litigation papers allege patient has persistent severe throbbing pain and discomfort in her right hips, lower back, groin, and legs which has increased over time; suffered and continues to suffer symptoms including, but not limited to pain, sensation of misalignment, weakness, decreased range of motion, and difficulty with activities of daily living such as walking and standing after being seated; implant makes clicking and popping type noises; patient suffers from substantially elevated chromium and cobalt metal ions. Doi: (B)(6) 2009. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.